Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump miscalculated boluses. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.